Event description:
Additional information received indicated that surgical intervention was undertaken wherein both leads were explanted and replaced. This addressed the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The reported event of lead migration cannot be confirmed with product testing alone. As received, both octrode leads had setscrew marks were present on the insertion contact, indicating they were secured in ipg header. No root cause was identified for the reported event.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-04902. It was reported the patient is not receiving effective stimulation. X-rays were taken and confirmed lead migration. Reportedly, patient had gone to a hiking trip. Surgical intervention may be pending to address the issue.